Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), premature delivery ('premature delivery') and premature labour ('preterm labor') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) of 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia), dysmenorrhoea ("chronic,dysmenorrhea (cramping), pelvic pain ("pelvic pain/left side of pelvis"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) and vaginal discharge ("vaginal discharge"). In (B)(6) of 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue"). In (B)(6) of 2007, the patient experienced alopecia ("hair loss"). In (B)(6) of 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth ¿ complication"). In (B)(6) of 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) of 2007, the patient experienced nausea ("nausea"). In (B)(6) of 2008, the patient experienced tooth fracture ("dental problems: broken teeth") and tooth loss ("dental problems: falling teeth"). In (B)(6) of 2008, the patient experienced rash papular ("rashes or skin conditions type: red patches of bumps") and erythema ("rashes or skin conditions type: red patches of bumps"). In (B)(6) of 2015, the patient experienced sciatica ("neurological conditions or problems type: sciatica"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), placenta praevia ("placenta previa"), seizure ("seizures"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods), iron deficiency anaemia ("anemia "), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condition/problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, premature delivery, premature labour, pregnancy with contraceptive device, placenta praevia, menorrhagia, seizure, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, migraine, sciatica, rash papular, erythema, vaginal discharge and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, psychological trauma, rash papular, sciatica, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection, psych injury related to essure, rash/skin condition. Discrepancy noted as per summons essure inserted in 2012. Date(s) of insertion: (B)(6) of 2007 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) of 2007: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Essure model changed to essure 205. New events vaginal bleeding, migraine, sciatica, rashes or skin conditions type: red patches of bumps, vaginal discharge, falling teeth, broken teeth and pregnancy complications: placenta previa, premature delivery, pre-term labor were added. Events menorrhagia, pregnancy with contraceptive device and seizure were down graded to non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four trailing coils were visualized, however appeared to break off when removing the device'), device dislocation ('migration'), premature delivery ('premature delivery') and premature labour ('preterm labor') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008), multiple cesarean sections, adenomyosis, paratubal cyst, pelvic adhesions and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), placenta praevia ("placenta previa"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), seizure ("seizures"), dysmenorrhoea ("chronic,dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/left side of pelvis"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth fracture ("dental problems: broken teeth"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problems"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), sciatica ("neurological conditions or problems type: sciatica"), the first episode of rash papular ("rashes or skin conditions type: red patches of bumps"), the second episode of rash papular ("rashes or skin conditions type: red patches of bumps"), vaginal discharge ("vaginal discharge") and tooth loss ("dental problems: falling teeth"), was found to have a pregnancy with contraceptive device ("pregnancy : birth ¿ complication") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (abdominal supracervical hysterectomy and bilateral salpingectomies and abdominal supracervical hysterectomy and bilateral salpingectomies.). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, premature delivery, premature labour, pregnancy with contraceptive device, placenta praevia, menorrhagia, seizure, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, migraine, sciatica, the last episode of rash papular, vaginal discharge and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, psychological trauma, sciatica, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of rash papular and the second episode of rash papular to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection, psych injury related to essure, rash/skin condition. Discrepancy noted as per summons essure inserted in --2012. Date(s) of insertion: (B)(6) 2007 (discrepancy noted) product insertion date updated from (B)(6) 2007. Left: 3 trailing coils, right: 4 trailing coils. As per mr insertion details: a new esure device was inserted and placed into the right tubal ostia and was deployed using proper technique. Four trailing coils were visualized, however appeared to break off when removing the device. They were removed and the remaining coil was visualized in the right tube and the procedure was therefore terminated. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2007: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, patient medical history, removal details, rcc added. Product insertion date updated. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four trailing coils were visualized, however appeared to break off when removing the device'), device dislocation ('migration'), premature delivery ('premature delivery') and premature labour ('preterm labor') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008), multiple cesarean sections, adenomyosis, paratubal cyst, pelvic adhesions and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), placenta praevia ("placenta previa"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), seizure ("seizures"), dysmenorrhoea ("chronic,dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/left side of pelvis"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth fracture ("dental problems: broken teeth"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problems"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), sciatica ("neurological conditions or problems type: sciatica"), the first episode of rash papular ("rashes or skin conditions type: red patches of bumps"), the second episode of rash papular ("rashes or skin conditions type: red patches of bumps"), vaginal discharge ("vaginal discharge") and tooth loss ("dental problems: falling teeth"), was found to have a pregnancy with contraceptive device ("pregnancy : birth ¿ complication") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (abdominal supracervical hysterectomy and bilateral salpingectomies and abdominal supracervical hysterectomy and bilateral salpingectomies.). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, premature delivery, premature labour, pregnancy with contraceptive device, placenta praevia, heavy menstrual bleeding, seizure, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, migraine, sciatica, the last episode of rash papular, vaginal discharge and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, psychological trauma, sciatica, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of rash papular and the second episode of rash papular to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection, psych injury related to essure, rash/skin condition. Discrepancy noted as per summons essure inserted in --2012. Date(s) of insertion: (B)(6) 2007 (discrepancy noted) product insertion date updated from (B)(6) 2007 to (B)(6) 2007. Left: 3 trailing coils, right: 4 trailing coils. As per mr insertion details: a new esure device was inserted and placed into the right tubal ostia and was deployed using proper technique. Four trailing coils were visualized, however appeared to break off when removing the device. They were removed and the remaining coil was visualized in the right tube and the procedure was therefore terminated. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in june 2007: pregnancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), premature delivery ('premature delivery') and premature labour ('preterm labor') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("chronic,dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/left side of pelvis"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth ¿ complication"). In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced tooth fracture ("dental problems: broken teeth") and tooth loss ("dental problems: falling teeth"). In (B)(6) 2008, the patient experienced the first episode of rash papular ("rashes or skin conditions type: red patches of bumps") and the second episode of rash papular ("rashes or skin conditions type: red patches of bumps"). In (B)(6) 2015, the patient experienced sciatica ("neurological conditions or problems type: sciatica"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), placenta praevia ("placenta previa"), seizure ("seizures"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia "), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condition/problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, premature delivery, premature labour, pregnancy with contraceptive device, placenta praevia, menorrhagia, seizure, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth fracture, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, migraine, sciatica, the last episode of rash papular, vaginal discharge and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2008. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, psychological trauma, sciatica, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased, the first episode of rash papular and the second episode of rash papular to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection, psych injury related to essure, rash/skin condition. Discrepancy noted as per summons essure inserted in --2012. Date(s) of insertion: (B)(6) 2007 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2007: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy : birth ¿ complication'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dysmenorrhoea ("chronic,dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia "), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problems") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, seizure, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, nervous system disorder, visual impairment, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, seizure, tooth disorder, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for urinary tract infection, psych injury related to essure, rash/skin condition. Discrepancy noted as per summons essure inserted in 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events migration, pregnancy : birth ¿ complication, device ineffective, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding between periods), anemia, rash/skin condition, psych injury related to essure, urinary tract infection, fatigue, gi conditions, hair loss, dental problems, headaches, nausea, neuro condition/problems, seizures, vision problems, weight gain, weight loss and device monitoring procedure not performed were added. Essure insertion date and indication was added. Patient date of birth and consumer address was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.